Event description:
It was reported that during an unknown procedure the reload became stuck on the ntlc cartridge and the team was not able to take it off. At the end, they forced so bad that they broke the reload. The surgery was delayed 20 minutes. They broke the reload trying to take it off, the procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/5/2024 d4: batch #736c29 and 804c74 b3: only event year known: 2024 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the the ntlc75 device was received with no apparent damage with a reload present. The reload was received fully fired, with the swing tab in the locked position and with the both gripping surfaces broken off, not returned, making the reload nonfunctional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch numbers 736c29 and 804c74, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.